Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that cutter reduced aspiration was observed along the entire length of the tubing and slowed before the vitrectomy surgery. The surgery was completed on same day by using the new set. The product was contacted with patient, but there was no patient impact.